Manufacturer narrative:
Device was used for treatment, not diagnosis. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. However, the assignable root cause was not determined at this time as the investigation is ongoing. Once reliability engineering completes the evaluation, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the neuro tip of the craniotome device was damaged and the bearings of the device were damaged. It was noted that all three ball bearings lacked balls, cages, and some inner rings, and the crane boom was damaged. It was noted in the service order that the device could not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Please note that the date device returned to manufacturer was inadvertently reported as apr 18, 2018 in the initial medwatch report. The correct date is may 17, 2018. If additional information should become available, a supplemental medwatch report will be submitted accordingly. Device evaluation: the actual device was returned for evaluation. The craniotome device was evaluated and the reported condition that the neuro tip and the bearings of the device were damaged was confirmed. An assessment was performed and it was observed that the bearings were broken. It was noted that the device was not able to be run due to having pieces out/missing (bearing separation/broken). It was further determined that the device failed pretest for temperature assessment, cutter insertion assessment, lock operation assessment, and visual assessment. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.